Manufacturer narrative:
Device evaluated by MFR.: device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause for this complaint is supplier design. Investigation of the issue found that the vendor process for hub to cannula transition is not optimized to produce the insertion tool part. (B)(4).

Event description:
It was reported that during preparation for an unspecified procedure, the wire could not be inserted into the tool. The guide wire could not go through the insertion tool. This device was not used on the patient and the procedure was completed with another manufacture's device.